Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the battery was not returned with the pump. The complaint regarding temperature issue was reported on (B)(6)219 , according gto the pump history the pump was in use until (B)(6)2019 . Therefore all black box and alarm history has been overwritten. The pump was tested for a minimum of 24 hours with the customer pump settings with no eaw, overheating, or power loss duplicated. The available black box contain dates from (B)(6)2019 to (B)(6)2019 . The vp and vm were steady with no sudden drop. The pumps electrical current draws are with in spec, no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot. The battery was hot when removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.